Event description:
A (B)(6) customer called for help with his contour system. He performed control tests during the call and received a result of 12.9 mmol/l. The normal control range was 5.6-7.8 mmol/l. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.